Event description:
Nurse reports receiving electrical shock while handling an unplugged protime instrument. After visit to ER nurse reports a subsequent two week rest at home period.

Manufacturer narrative:
(B) (4). MFR currently awaiting product return from user facility.